Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) auto in suspension at five, pacing at 100 in the ra. Health care professional (hcp) performed right atrial automatic threshold (raat) but was unsuccessful due to low evoke response. Boston scientific technical services (ts) reviewed and confirmed that device longevity dropped for three years in a span of three months. Ts explained this could be due to being at auto five or could be premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects were reported.